Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted due to an increase in pump power and a concern for possible hemolysis. The patient experienced abdominal pain and was treated with heparin drop (gtt), aggrenox, and an increase in aspirin to twice daily. A thromboelastography resulted in an increase in the patient's international normalized ratio goal, and aggrenox was added to their medication plan. The patient was discharged on (B)(6) 2021. The log file indicated that the patient did not connect to the power module or mobile power unit throughout the history, suggesting that the patient was sleeping while the device was powered by batteries. There were no other unusual events recorded.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file could not confirm the reported elevations in pump power. Additionally, a direct correlation between the device and the report of possible hemolysis and abdominal pain could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2021 to (B)(6) 2021. The pump speed remained above the low speed limit for the duration of the log file. There were no notable increases in pump power captured in the log file. The file was unremarkable and appeared to show the system operating as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas) support, serial number (B)(6). The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. This document lists hemolysis as an adverse event that may be associated with the use of the hmii lvas. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The hmii patient handbook cautions that the appropriate personnel should be notified if there is a change in how the pump works, sounds, or feels. Also, in section 6 of the IFU, under ¿preparing for sleep,¿ the patient is provided instruction to ¿always connect to the power module or mobile power unit for sleeping, or when there is a chance of sleep.¿ if a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient prior to battery depletion. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted due to hyperbilirubinemia and hemolysis which was concerning for pump thrombosis.

Manufacturer narrative:
Main investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. Furthermore, the reports of suspected pump thrombosis, elevated pump power, possible hyperbilirubinemia/hemolysis, and abdominal pain could not be confirmed through this evaluation. The submitted log file contained data from (B)(6) 2021 to (B)(6) 2021. The pump speed remained above the low speed limit for the duration of the log file. There were no notable increases in pump power captured in the log file. The file was unremarkable and appeared to show the system operating as intended. The patient ultimately expired on (B)(6) 2021 (reported under MFR # 2916596-2021-03624) the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 1 of the IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas IFU also outlines the recommended anticoagulation regimen for patients using the heartmate ii lvas. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. This document lists hemolysis and device thrombosis as adverse events that may be associated with the use of the hmii lvas. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The hmii patient handbook cautions that the appropriate personnel should be notified if there is a change in how the pump works, sounds, or feels. Also, in section 6 of the IFU, under ¿preparing for sleep,¿ the patient is provided instruction to ¿always connect to the power module or mobile power unit for sleeping, or when there is a chance of sleep.¿ if a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient prior to battery depletion. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.